Event description:
The event occurred in germany. It was reported that a ¿head error¿ occurred on the rotaflow console during priming. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that a ¿head error¿ occurred on the rotaflow console during priming. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n: (B)(6). The reported "head error" could not be reproduced. The device was tested by the getinge field service technician and was working as intended. Based on these investigation results the reported failure "head error" could not be confirmed. However, the following most possible root cause could be determined for the head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities has been performed on 2025-03-18 for the period of 2009-11-23 to 2025-02-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2009-11-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured in 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.